Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 380 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are hard to press. Customer advised the keypad is hard to press and at times unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. Customer called back to advise that before sending out their device for analysis it came out of their leg while traveling. Customer advised they are using manual injection to bring their blood glucose levels down. Customer did not want to complete troubleshooting for high blood glucose levels.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with intermittent button response on all buttons due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked display window.